Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a failure of this non-medtronic closure system (abbott-prostar xll0f) lead to a dissection of the access site and bleeding. The dissection required intervention to the access site (not specified if surgical or percutaneous) and the transfusion of two units of blood. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).